Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in the field advisory.

Event description:
It was reported that the patient failed to recharge the ipg as recommended. As a result, the ipg was unable to communicate with the external device when attempted. Further device assessment is pending to confirm the possibility of ipg inoperability. Also, surgical intervention may be undertaken at a later date to address this issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Therapy was restored post-procedure.